Event description:
The customer reported that the system produced blurry images; then stopped producing images. The customer reported that the system was unable to produce a fluoroscopic image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image amplifier needs to be replaced. No conclusion can be drawn as repair information is unavailable.